Event description:
Received report of a disengagement of the plastic tip of the covered sheath from a covered yankauer. Per reporter, patient had been self-suctioning while intubated. Reporter stated that the patient was alert and oriented x 3 while self-suctioning and therefore, did not use a bite block. Patient began complaining of throat pain 24-48 hours prior to the event. On (B)(6) 2015, patient was extubated in order to determine source of pain and exchange the endotracheal tube. After the patient was extubated, he experienced respiratory distress. Patient was re-intubated after two attempts. Healthcare providers were unable to successfully ventilate patient in between attempts and patient went into pulseless electrical activity. Per reporter, plastic tip of sheath was found in the patients throat, occluding his airway, and was removed with mcgills forceps. Reporter did not know when the plastic tip of the covered sheath disengaged. On (B)(6) 2015, reporter stated that patient remained intubated, however, he was neurologically intact and awake. Reporter unable to provide lot number and declined to release involved device. Although requested, no further information provided.

Manufacturer narrative:
Reporter declined request to return device for evaluation, although provided five photographs. Evaluation of the photographs reveals a jagged tear occurred in the sleeve, just below the tip (housing) and an additional tear near the middle of the sleeve. No lot information was provided by reporter. Manufacturing processes for the device were reviewed, including quality checks. Based on the investigation, and evaluation of the photographs, there is insufficient information/evidence to conclude that the reported event was attributed to a product defect and/or manufacturing operations.